Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed on (B)(6) 2017. Cartridge change sequence was completed at 2:45am on (B)(6) 2017 with a priming size of 14.1225 units. There were no erratic bolus requests or basal rate adjustments. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered which could cause bg levels to drop. There is no evidence of a pump malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 56 mg/dl. The customer did not know the cause of the low bg; however, thought it may be due to being a very brittle diabetic and the bg levels can fluctuate drastically. The customer also had high bgs throughout the day (220-400 mg/dl). Insulin injections and a correction bolus via the pump were used to address the bg level. The customer went to the emergency room (ER) due to the high bg and was treated with intravenous fluids. The customer left the ER in stable condition with a bg of 128 mg/dl. The customer thought the high bg may be due to a urinary track infection.